Event description:
I saw the urologist dr (B)(6) at urological specialists and ER at (B)(6) hosp (B)(6) 2011 for pelvic pain thinking I had a uti. The urologist did an internal (B)(6) 2011 and said the mesh placed transvaginally in (B)(6) 2005 by a former urologist in his office to help "urether" prolapse had come though the vaginal wall and he had to cut it off. It was a painful procedure w/o anesthetic done in his office. Pain continued for a few more weeks. Now pain is not gone in pelvic area, but at a low level, but I am afraid it will continue to erode through the vaginal wall. I had been told by my gynecologist a yr ago he saw it coming through the wall, but apparently he did not realize what that meant. I certainly did not. Now my fear is it will continue to erode through the wall and I have other chronic conditions such as primary immune deficiency disease and am afraid of infection. I have had three uti's since (B)(6) 2011 and a lot of pain. I am currently on amoxicillin 500mg bid for the latest infection. I was on vicodin at one point when the pelvic pain and the back pain was so bad- it caused nausea and vomiting that hospitalized me for low sodium. I could not drive and at one point even walking was difficult. I thought this was a tested procedure and as explained by my former urologist who did the procedure, it was a simple 20 min surgery. My present urologist said there were problems with hiatal hernia mesh -which I also have- but not with vaginal mesh. He is wrong. Presently I am on my third course of antibiotics for uti (B)(6) 2011 that will not go away. I do not know the name of the product used. It was inserted in me transvaginally around (B)(6) 2005 at (B)(6) hosp in (B)(6). The dr was (B)(6) of urological specialists in (B)(6).

Event description:
Addition to my report mw5021532 received on (B)(6) 2011: I will have to have surgery to remove what I believe is tvt ethicon polyester ribbon type transobdurator. Awaiting implant report from (B)(6) hosp prov ri and will adjust this report if it is incorrect. Have had appts at uro gyn at (B)(6) hospital in (B)(6) at (B)(6) hospital. Most recent was yesterday (B)(6) 2011, dr. (B)(6) and I discussed the mesh coming through vaginal wall. She said it was coming through more and we discussed removal surgery, options, risks, etc. I am to have a pelvic MRI this week and pre surgery tests. Hopefully, this can be removed this month. She warned me that she cannot remove all of it. I have learned from reading that this is because it is near nerves. She described it as a complicated surgery of about one hour. Pain continues in lower pelvic area. Dr. (B)(6) was able to help me with an instillation in bladder as recurrent uti's and interstitial cystitis put me in a high level of pain 7-8. I have also had a nerve block to stop groin and low back pain and have to have another. Pain goes to low back where I already have chronic back pain issues.